Event description:
It was reported that during the implant procedure cross talk was noted. Programming changes were made, however that proved ineffective at resolving the problem. The physician elected to wait for the current of injury to settle, and by the following morning the crosstalk had disappeared. The patient was in good condition.